Event description:
It was reported that the pt experienced a hematoma at her generator site soon after her original implant in 2001. No infection was suspected, and physician states the generator was removed as a precaution in about one month later. Pt had new device implanted in 2009, and has been doing fine since. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
See scanned page.